Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2012 due to exposed mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineorrhaphy and cystoscopy. It was reported that patient had mesh implanted six week post anterior colporrhaphy which was complicated by lumbar compression and femoral nerve compression on the right side. It continues to state they released distal support stitches of anterior repair on right side as of 07/2005. The patient underwent a hysteroscopy, polypectomy, and dilation and curettage on (B)(6) 2012.

Manufacturer narrative:
(B)(4).